Event description:
Affiliate reported that a hospital uses strips after cutting it to make smaller sizes. The hospital complained that when they did revision brain surgery, they found out that there is a x-ray marker (blue line) on the brain cortex. In addition, when the nurse irrigates surgical strips with saline before applying it, they said x-ray marker is likely to detach from surgical strips.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.